Event description:
It was reported that a user of the iLet experienced persistent hyperglycemia, with a highest CGM reading of 369 mg/dL and elevated glucose throughout the day after a prior call about a bent cannula; the infusion set was an inset placed in the abdomen, and the CGM was a G7. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information with no findings available, and the device problem and component could not be defined due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.